Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an 840 ventilator new software was required do to the customer purchased and installed the gui (graphical user interface) board. The ventilator was not on a patient at the time of the event. The service engineer installed rev ak software, calibrated flow sensors, exhalation valve, atmospheric pressure transducer, and o2 (oxygen) cell. The unit operates within manufacturer's specifications at the time of service.